Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had fallen out. The field service engineer (fse) found that auxiliary drawer 1-2 was defective and needed to be replaced. The fse replaced the drawer to get the machine back up and running. The drawer was restored and operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the whole drawer 1 fell completely out and as per remote smart service there was a hardware failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.